Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power supply cord. The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported event that "confirmed exposed wires on the power supply box" was confirmed. During visual inspection the power supply cable was observed frayed with exposed wires. A known good power supply was used with the power cord during investigation and the device was able to power on with no issues. The source of the reported event was due to frayed and exposed wires on the power supply cable.